Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) levels were elevated all week (300-400 mg/dl). Elevated bgs were treated by administering a bolus both via the pump and by manual injections. Customer's contact believed that elevated bgs were due to the customer being inactive.